Manufacturer narrative:
It was reported that small fibers came off of the 4x4 gauze and were manually removed. The surgical site was irrigated. The contact at the facility stated that the gauze was unfolded prior to using it. We received 3 sample bundles for evaluation. A visual inspection revealed that several gauze had been unfolded beyond the folds exposing the unpleated edges which can unravel if disturbed. No patient injury resulted. No further intervention was indicated. Due to the need for a medical intervention this medwatch is being filed.

Event description:
The facility reported that small gauze fibers came off of the 4x4 gauze and was in the surgical site.